Event description:
It was reported that pt was being transferred from bed to chair, when pt began to cough and jerk, and leaned forward, causing pt to fall out of the sling. Pt fell onto the lift and cut head. Pt died shortly after.